Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: needle-to-cuff miss, failure to deploy suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. During device removal, it was noticed, "the suture appeared but with the knots untied." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.